Event description:
The customer reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The issue was resolved by using a non-tandem wall adapter and charging cable, which allowed the pump to begin charging. Tandem technical support informed the customer that non-tandem charging supplies should not be used unless directed for troubleshooting, and they agreed. A replacement tandem wall adapter and charging cable were sent to the customer with two-day shipping, and no further assistance was needed.